Event description:
It was reported that the patient presented with shortness of breath and chest pain. A echocardiogram revealed that there was a large pericardial effusion. A sudden increase in thresholds was noted. A pericardial drain was placed and the fluid was removed. The lead was extracted and not replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism, and there was apparent explant damage.